Event description:
A physician reports a patient who is seeing diplopic images immediately following surgery to remove posterior capsular opacification (pco). The intraocular lens (iol) implant surgery was done several years ago by an ophthalmic surgeon. The reporter states that the patient's vision was very good and that she did not have diplopia before or after the implant surgery; therefore, he rules out that the diplopia is due to the quality of the iol. The patient has been seen in follow-up by different ophthalmologists who state the iol is in good position. Medication was used, but failed to improve the diplopia. The patient notices the diplopia especially at night and when driving a car. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested.